Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was hospitalized four times due to overheating of insulin which caused diabetic ketoacidosis. It was reported that customer was hospitalized twice last summer and twice, the summer prior to that. Customer declined assistance from 24 hour helpline.